Event description:
Customer stated the pad is not shutting off, they have to unplug it.

Manufacturer narrative:
It was reported that the unit was not shutting off, it had to be unplugged. Our investigation revealed a defect in the power control. We will follow up with our supplier to determine the cause of this malfunction.